Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2015 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. A battery compartment crack observed below grip pad. Black box dates from 12/8/2014 - 12/15/2014. No evidence of short battery life observed in black box. Current draws within specifications. No "battery life" issues duplicated during investigation. There was no evidence of moisture or loose components inside pump.